Manufacturer narrative:
(B)(4). Investigation of the returned device found that the condition substantiated the reported product experience. Inspection of the device revealed that all external and internal components were in appropriate post clip-deployment without any damages. The vessel locator wings were completely collapsed as designed when the clip was fired; however, the clip was stuck within the locator instead of fully delivered to the arterial surface to close the vessel. There were no abnormal observations that could prevent the clip from being completely fired off the device. Based on the investigation findings, the root cause for the mislocated clip within fully collapsed locator wings could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue then was removed by pulling it from tissue. There was minimal tissue damage and clips were able to be placed around the tear. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip was fired, the clip remained in the device. Manual compression was used to achieve hemostasis. There was no adverse pt sequela. No additional info was provided.